Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on march 22, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the second flange could not be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10 an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was received in position 2. Visual examination of the returned device found the inner and outer sheath kinked. No other issues were noted to the stent and delivery system. The investigation concluded that the observed failures of inner and outer sheath kinked were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician when trying to deploy the stent, limited the performance of the device and contributed to the inner and outer sheath kinked. The reported event of stent partially deployed could not be confirmed; the stent was returned fully deployed and expanded. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the second flange could not be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.